Event description:
My dad had used one of the freestyle libre 3 sensors. It sent him alerts when his levels were low or high causing him to try and control it with food. He would get constant alerts which was weird. My dad died last month due to heart disease which can be causes by certain glucose levels. In this case wrong glucose levels due to the device being defective. We received a letter through walmart on (B)(6) 2025 that informed us he was using a defective sensor. Date the person stopped taking or using the product: (B)(6) 2025.